Manufacturer narrative:
A system service check of the medrad® avanta fluid management injection system (serial number (B)(6)) was completed on (B)(6) 2023 which confirmed that the injector was operating within bayer specifications. Multiple documented attempts have been made to gain specific information related to the reported event, including the disposables involved; however, these attempts have been unsuccessful. However, based on the information provided, our investigation determined that the aortic dissection may be due to placement of the third-party guidewire and/or catheter into the aorta and not by the extracorporeal avanta injector and disposables. Therefore, testing of retained samples was not performed as the incident was unrelated to injector and/or disposable function. The site continues to use the avanta fluid management injection system after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On (B)(6) 2023 bayer service received information that a patient suffered an aortic dissection while connected to a medrad® avanta fluid management injection system, serial number (B)(6). The patient was reported to have suffered cardiac fibrillation and underwent cardiac defibrillation and other undisclosed procedures. The current status of the patient is unknown.

Manufacturer narrative:
The manufacture date for this device is (B)(6) 2009 which was prior to the UDI implementation date of (B)(6), 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.

Event description:
On december 13, 2023, bayer service received information that a patient suffered an aortic dissection while connected to a medrad® avanta fluid management injection system, serial number: (B)(6). The current status of the patient is unknown.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management injection system (serial number: (B)(6) has been scheduled. This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.